Manufacturer narrative:
A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds40-es, lot c2458745c (finished goods) and c2458645c (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation there was one (1) ncr associated with the sterile sub-assembly lot c2458645c: ncr 1889: inspection failures were dispositioned without the use of an ncr. The ncr was unrelated to the complaint. A complaint was reported to field assurance by an artivion project manager on 25mar2025 (study team first became aware on 22mar2025) associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿possibly¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. The patient is a 67-year-old male who had an amds-55-55 (serial #/lot #: (B)(6) implanted on (B)(6) 2020 (B)(6). The responsible investigator for the study is dr. (B)(6). Adverse event # 3 reported a vascular event as ¿dissection membrane within aortic arch¿ with an onset date of 17sep2024 reported as ongoing. Additional details from the ae report described the event as ¿dissection membrane within aortic arch requiring operation¿. The event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that caused or contributed to the event. The event led to serious adverse event due to ¿life-threatening illness or injury, and medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was not hospitalized as a result of this event; no treatment was provided, and the event is documented as ongoing. It is important to note that amds device was not removed, as there were no device malfunction or deterioration in characteristics or performance. The patient remained in the study. Per additional information provided by the protect study team: the patient did not wish to be operated on again and prefers a conservative approach. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿dissection, perforation, or rupture of the aortic vessel & surrounding vasculature¿ is listed in the instruction for use (IFU) as potential adverse events. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. An adverse event was reported. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding the failure modes, an updated risk assessment shall be performed. This complaint reports and ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. Per the clinical report, health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks¿. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 25march2025, the protect study patient experienced a vascular event on (B)(6) 2024. The patient had dissection membrane within the aortic arch requiring operation.